Manufacturer narrative:
1/8/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during an unspecified procedure. Reportedly, the instrument broke and a component disengaged into patient's cavity. The surgeon was able to retrieve the component with no patient injury.